Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
(B)(4). Event occurred in the united states. This emdr is being submitted for unknown number of quantities. It was reported that patient faced infusion set cannula kinked event from (B)(6) 2025 to (B)(6) 2025. The event occurred within three hours of insertion. The insertion site was upper buttocks. The blood glucose level was high and the patient was treated with correction injection via multiple daily injection (mdi). Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.